Event description:
Had needed pump replaced 4 times in past 2 years. Issues included cracks in housing, problems with battery cap, pump powering down, episodes of prolonged hypoglycemia despite multiple carb offerings in excess of 50 grams plus pump turn off. Prior to each charge/replacement by control became extremely erratic results in multiple by checks, charges in ratios etc. With each replacement, child experienced multipleous with result out charge in pump setting.